Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, prime test, excessive no delivery test and occlusion test. No button error alarm noted. All buttons functioned properly; however the insulin pump had moisture on keypad traces, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, minor scratches on lcd window and cracked case at display window corner.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the buttons were not functioning correctly. Customer's blood glucose was 3.3 mmol/l and was treated with food. Insulin pump will be replaced.